Manufacturer narrative:
A fully deployed hot axios delivery system was received for analysis. The stent was not returned. A visual evaluation noted that the polyimide inner shaft was kinked just distal to the distal end of the sheath. Charring was noted, indicating that the cautery had been activated at some point. There were no other issues with the device. The investigation concluded that the cause of the reported event was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician attempted to deploy the distal flange of the stent; however, on endoscopic ultrasound (eus), it was noted that the distal flange had failed to deploy. The physician wiggled the delivery system back and forth in an attempt to deploy the flange, but upon eus it was noted that the stent still failed to deploy. The physician felt that the eus view may have been misleading and that the distal flange had deployed, so the physician then deployed the proximal flange of the stent. After retracting the delivery system, it was noted that the stent had been deployed into the patient's stomach. The stent was removed from the patient with a snare. The procedure was then completed by placing a guidewire through the same tract and deploying an esophageal stent transgastric to the pseudocyst. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician attempted to deploy the distal flange of the stent; however, on endoscopic ultrasound (eus), it was noted that the distal flange had failed to deploy. The physician wiggled the delivery system back and forth in an attempt to deploy the flange, but upon eus it was noted that the stent still failed to deploy. The physician felt that the eus view may have been misleading and that the distal flange had deployed, so the physician then deployed the proximal flange of the stent. After retracting the delivery system, it was noted that the stent had been deployed into the patient's stomach. The stent was removed from the patient with a snare. The procedure was then completed by placing a guidewire through the same tract and deploying an esophageal stent transgastric to the pseudocyst. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.